Event description:
Customer reported the device is "leaky". The reported issue found during an unknown event. No harm was reported . No patient injury, no user injury reported due to the event. Device evaluation found gap between acoustic lens and ultrasound probe (stain/dirt can enter to the lens through the gap). This report is being submitted for gap between acoustic lens and ultrasound probe (stain/dirt can enter to the lens through the gap).

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found pinhole on a-rubber, due to pinhole watertightness is lost (leakage observed). The reported issue of "leaky" was confirmed. Furthermore, inspection found there is gap between acoustic lens and ultrasound probe . Additionally, the following defects were identified during device inspection: due to wear of fe lever, u/d knob cannot be locked securely .distal end is shaved. Aw-cylinder has discoloration. S-cylinder has discoloration. T-nut is loose. Due to wear of angle wire, bending angle in down direction does not meet the standard value. Universal cord has wear. Due to deformation of el-connector guide pin, water tightness is lost. Electrical connector (el-connector) has corrosion. Objective lens has a scratch. Lg lens has a crack. Adhesive on a-rubber has a crack. Connecting tube has a scratch. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Universal cord has buckling. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely the event occurred due to mishandling of the device or wear and tear from increased usage time. The event can be detected/prevented by following the instructions for use which state: 1) "do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result." 2) "do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged." 3) "do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result." 4) "do not twist or bend the bending section with your hands. Equipment damage may result." 5) "the endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks." 6) "to prevent unnecessary patient exposure to ultrasound radiation, follow the ¿as-low-as-reasonably achievable¿ (alara) principle when using ultrasound equipment. Freeze the image whenever you are not actively viewing the ¿live¿ ultrasound image. When the equipment is in the freeze mode, no ultrasound energy is emitted." Olympus will continue to monitor field performance for this device.